Event description:
When the plastic shaft of the hand switch which holds the switch in position breaks, the switch stays in the on position. The switch broke while a pt was on the table. The pt was removed but the table had to be unplugged to stop it from going down. The table has been in use for two yrs; this was the second time the hand switch had broken.